Manufacturer narrative:
The ventilator was reported as non-functional after an extended period of inactivity. The healthcare facility requested a complete evaluation of the device, including a technical analysis and verification of operational integrity. Upon inspection, several internal components were found to be missing. It is presumed that these parts were removed and used as spares for other ventilator units. These missing parts were not recovered and were replaced with new components. Additionally, multiple components critical to the ventilator¿s safe and effective operation were identified as defective but were able to be recovered and restored to working condition. A full preventive maintenance procedure was carried out, which included the replacement of standard consumable parts. Following service, the ventilator underwent comprehensive functional and electrical safety testing. The ventilator passed all post-maintenance verification steps and was cleared for clinical use. It should be noted that no ventilator logs were provided, and the condition of the components prior to reinstallation could not be fully documented. As a result, the root cause of the initial malfunction could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator multiple parts were pointed as defective. There was no patient harm. Manufacturer's ref. #: (B)(4).